Event description:
It was reported that the bd eclipse hypodermic safety needle safety mechanism detached. The following information was provided by the initial reporter: 1) the guard snaps off when closing 2) the needles cover comes off and the needle is exposed when you are getting ready to give the vaccines.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of safety shield broke off (eclipse) and tip cap loose were not confirmed upon inspection of the photo. In the photo the safety shield is show undamaged. There is also no tip cap shown in the photo, which would help in confirming the event reported. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse hypodermic safety needle safety mechanism detached. The following information was provided by the initial reporter: the guard snaps off when closing. The needles cover comes off and the needle is exposed when you are getting ready to give the vaccines.